Manufacturer narrative:
(B)(4). Patient age unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Product not yet received.

Event description:
It was reported that the locator abutment (loa005) became loose in the patient's mouth. The patient continued to chew and the screw fractured. The fractured screw is captured in complaint number (B)(4) and the implant was not damaged in the process.

Manufacturer narrative:
The product was not returned. Therefore, the supplier (zest) could not perform an evaluation. Without a lot number, the DHR review could not be performed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report